Event description:
It was reported that during a meniscus repair surgery, the fast-fix could not be used due to the second peek could not be deployed. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended during the functional test. Reported complaint of t2 non deployment could not be confirmed. Event description updated. Information added.